Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. Customer reported he was not able to check his blood glucose because his meter would not turn on and as a result, he did not take his usual novolog insulin. He did not require third-party medical intervention. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death or serious injury associated with this event.